Manufacturer narrative:
This follow-up report is being filed to report additional information.

Event description:
Additional information was received from the patient that indicates the tibial component is subsiding.

Manufacturer narrative:
(B)(4). No devices and photos were received; therefore the condition of the components is unknown. Review of the device history records cannot be performed since item and lot numbers are unknown. This device is used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing pain and instability.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information.

Event description:
It is now reported that the patient was revised for subsidence. It was reported that a staph infection was detected in the knee. There was no noted surgical delay or additional adverse events.